Event description:
The customer reported via phone call that she experienced high blood glucose. The customer's blood glucose was 477 mg/dl. The customer did not believe the insulin pump was delivering that boluses that she programmed. The customer stated that she had changed the infusion set the day prior and that the insulin pump could not connect to the meter. The customer confirmed the issues did not result in a serious injury or hospitalization. Through troubleshooting, it was found that the drive support cap appeared normal, that there were no leaks or air bubbles, that the infusion set was not damaged or bent, and that the insulin pump had not been alarming. The customer declined the high pressure test. The customer was advised to change the entire infusion set, reservoir, and insulin and then treat per healthcare provider's instructions. The customer did not return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.